Event description:
Cyberonic, inc. Rep indicated a programming wand would not communicate with a generator while providing training. Troubleshooting did not resolve the issue. The programming wand was returned to the MFR and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.